Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born in 1942. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not completely infuse. The device was filled with 3110mg of 5fu, 60mg oxaliplatine and diluted with nacl 0.9%. The fill volume was 252ml. It was reported that there was about a day and a half of treatment remaining at the end of therapy. The device was still slowly infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.